Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose levels have recently been into the 300 mg/dl and 400 mg/dl range, and she wanted to make sure nothing was wrong with the pump. Troubleshooting was initiated for the customer's high blood glucose and to inspect the pump and its corresponding components for damage and functionality. No apparent anomalies or malfunctions were discovered on the pump, reservoir, infusion set, or insulin. The customer was advised to change her entire infusion set, reservoir, and insulin, and treat per health care provider's instructions. The customer confirmed that she will consult her doctor about her high blood glucose since her pump is working as designed. No products were shipped or returned.